Event description:
On 8/1/2023, it was reported by a sales representative via email that (qty.2) ar-613-1 tka handles broke. This occurred while impacting the ps chisel and tibial keel impactor. The broken pieces were lost in the decontamination process. This was during a total knee procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to excessive user-applied mechanical forces in the field over time. The manufacturing date is 2015.